Event description:
It was reported that the patient experienced chest pain two days post implant. There was loss of right ventricular (rv) lead capture with an approximate five second pause. An echocardiogram showed pericardial effusion. Both the rv and atrial leads had apparently dislodged. The physician opted to reposition both the rv and the atrial leads due to being unsure what lead caused the effusion. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead, implanted: 2014 (B)(6). (B)(4).